Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10898r02, implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported the motor stalled. The patient started hearing the alarm about 3 weeks ago. The pump was read and it said the motor had stalled. The pump was not working so it was shut off and was scheduled to be replaced. The patient was on oral medication to make up for it, but it was ¿not quite the same.¿ the system was being used to deliver bupivacaine, baclofen, and morphine.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the stall never recovered. The logs were checked. There were multiple motor stalls and recoveries in early (B)(6) and possibly (B)(6) as well, as the logs only went back as far as (B)(6). The last stall on (B)(6) 2014 showed no recovery. The plump was placed in stopped pump mode and the alarms were silenced on the date of the report. The pump was explanted and replaced. The product issue was not resolved and the cause was not determined. The patient experienced unspecified underdose symptoms and less than (B)(6) therapy relief. The location of the issue or symptom was noted as the entire body. The patient status at the time of the report was "alive- no injury."

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies of corrosion and/or wear and/or lubrication, and stall due to shaft bearing. Analysis also found a motor feedthru anomaly of shorting across insulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.